Event description:
Pole that holds downtube came loose and fell onto patient. Patient was injured and needed eleven stitches.

Manufacturer narrative:
While light was in use, the pole that connects the two lights to the ceiling mount fell and hit the patient. According to the office manager, the patient was sent to the emergency room and received eleven stitches. The office manager also stated that they had their service company come in after the incident to repair and perform maintenance on the lights. Due to the seriousness of the incident, burton also had an authorized service company examine the lights. During that visit, the technician was shown pictures of the light. This exhibited that the light was installed incorrectly. The set screws were put in backwards during the installation of the lights back in 1998/1999. It is clearly stated in our instructions for use that maintenance on the set screws must be performed on a monthly and yearly basis; the manual cautions against the down tube slipping off the trolley if these maintenance checks are not performed. The light has not been returned to burton for further evaluation.